Event description:
Itchy, painful skin rash; cold or allergies. Info was received in 12-18-2003 from the spouse of pt, with a history of osteoarthritis, high blood pressure, anxiety, shingles and allergies to opiates, penicillin, iodine and sulfa drugs. The pt has no known allergies to latex, eggs or avian products. The pt received two injections of synvisc to the right knee in 2003 (first injection on the early month of the event date; second injection 10 days later). A few days after the second injection, the pt developed a cold or allergies. Ten days after the second injection, the pt developed a rash on their right leg, both arms and on the upper part of both breasts. The reporter stated that the rashes were the "size of a thumbnail, and they turned into lesions 1/8 of an inch deep." The lesions were ulcerated, but not draining. The pt had thirty lesions on the right leg. The pt was treated with a prednisone dose-pack (date and dose regimen unknown) and the lesions improved, but did not clear up completely. After the treatment, the rash, which was primarily on the right side of the body, continued to spread. The rash and lesions spread to the pt's breast, back, neck, shoulders and belly. The lesions were itchy and painful. As a result, the pt was not able to sleep. Two dermatologists have performed four biopsies (type not specified), which "have not shown anything." Over the next sixty days, the pt developed larger lesions that were 1.5 inches across their back, above the shoulder blades and on the neck. The pt takes tylenol or aspirin for pain, without relief. The pt also takes 200-300mg of benadryl a day in 4 doses. At the time of this report, some of the lesions are still open and some are "cheloided" over. MFR's comment: synvisc is administered by intra-articular injection once a week (one week apart) for a total of three injections. Qa eval results: the review of synvisc product release data for both the us and canadian facilities did not indicate trends that could be associated to any product complaints. Add'l info was received in 1-7-2004 from the pt's rheumatologist who reported that the pt experienced a mild itchy, painful skin rash and a cold or allergies. At the time of this report, the pt has recovered. The rheumatologist considered the itchy, painful skin rash to be possibly related to the injections of synvisc.